Event description:
A customer reported that aspiration was very slow with the ophthalmic console. The procedure details and patient impact were not provided. Additional information had ben requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration was very slow with the ophthalmic console. The procedure details and patient impact were not provided. Additional information had ben requested. Additional information received clarifying that the issue happened at the end of surgical procedure and it did not impact to the patient and the procedure was completed by aspiration through probe.

Manufacturer narrative:
The service history was reviewed for the system. A service record relevant to the reported complaint was found and was opened to address the reported event. However, the sr was later cancelled, and service was not performed. Based on the information available, the customer reported event cannot be confirmed. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).